Manufacturer narrative:
(B) (4). Results and conclusion summation: product performance engineering reviewed the incident info. The device remained in the pt. In this case, there was no reported product deficiency. The reported pt effects are known adverse events as listed in the product risk assessment and instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to MFR, design, or labeling.

Event description:
Reporting status: death. Reporting rationale: pt died. Device issue: no device malfunction has been reported. It was reported via trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated proximal circumflex artery with a xience v stent. On (B) (6) 2009, the pt went into acute left ventricular fibrillation as a result of a non st elevated myocardial infraction. The cardiac enzymes were elevated and electrocardiography showed st depression. Echocardiogram revealed an ejection fraction of 30%. On (B) (6) 2009, angiogram results revealed a pt xience stent. The pt went into renal failure on (B) (6) 2009 and acquired septicemia. The pt expired on (B) (6) 2009. Cause of death was not reported. Medical review of event assessed the death as cardiac related and possible late stent thrombosis. There is no add'l info available.